Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was loose in the suture sleeve had a dislodgement. It was reported that the right ventricular (rv) lead was loose in the suture sleeve. The ra lead was explanted and replaced. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned with the anchor sleeve on the lead, there was no sutures on the anchor sleeve or suture marks on the anchor sleeve. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was loose in the suture sleeve resulting in dislodgement. It was reported that the right ventricular (rv) lead was loose in the suture sleeve. The ra lead was explanted and replaced. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.